Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right proximal and mid superficial femoral artery via the left common femoral artery contralateral approach, the helix of the catheter was allegedly broken inside the patient. It was further reported that the broken part of the catheter was allegedly removed by cut down surgical intervention of left common femoral artery. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation, the helix was broken at 41 cm distance from the tip of the catheter, the tube was also kinked at the same position at 41 cm from the tip, the broken part of the helix and the rotor was missing. It was not possible to specify the root cause further using the information provided by the user. Therefore, the investigation is confirmed for the reported helix break issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2026).

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right proximal and mid superficial femoral artery via the left common femoral artery contralateral approach, the helix of the catheter was allegedly broken inside the patient. It was further reported that the broken part of the catheter was allegedly removed by surgical intervention. The current status of the patient is unknown.